Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for three days due to the high blood glucose level. The customer's blood was unknown at the time of the incident. The customer's blood glucose level was over 700 mg/dl then it was 141 mg/dl then it was 200 mg/dl. The customer was treated with the bolus. After getting discharged from the hospital the customer's blood glucose rises high, the blood glucose level was 200 mg/dl, 300 mg/dl and then it was 400 mg/dl. The customer's current blood glucose level is 160 mg/dl. Troubleshooting was performed for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for the analysis.